Manufacturer narrative:
Concomitant medical products: model 3788, scs ipg; therapy date: unknown.

Event description:
Related manufacturer reference number: 1627487-2019-06794. It was reported that the patient experienced a burning sensation. As a result, surgical intervention was undertaken wherein the system was explanted. The date of explant is unknown.